Manufacturer narrative:
(B)(4). Device product code: qbj.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the data log did not confirm the reported event of loss of connection. A bin file analysis was performed and errors were found. The probable cause of the signal loss was the transmitter timer not increasing. No additional event or patient information is available.